Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Broach causing neck trial to not seat properly. Examination of the returned broach confirms the observation. The male post feature has been damaged causing material burrs to be present inhibiting proper use of the mating neck trial. The root cause is attributed to inadvertent use error. Based on the investigation, a need for corrective action is not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach causing neck trial to not seat properly.